Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was successfully completed with a backup device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. The temperature and amps of the device were within specifications. A follow-up report will be submitted if the final results of the quality investigation require one.